Event description:
It was reported that the pump was alarming for no disposable, clamp the tubing. The patient was instructed to stop and restart the pump, but the pump continued to alarm. The patient was then instructed to clamp the tubing, unlock the cassette and check for air in the line. The cassette was reattached and the pump was restarted at which time the pump started running correctly. Later, the pump was alarming again for no disposable clamp tubing. The alarm was silenced, the settings were reviewed and the clamp was closed. The cassette was removed and gently tapped and the tubing was massaged to disperse air bubbles in the line. The cassette was replaced and the alarm persisted. Again, the cassette was removed and gently tapped and the tubing was massaged to disperse air bubbles and then the cassette was replaced, but the alarm persisted. The pump was powered off and the patient will proceed to their appointment. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.